Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a software error alarm and the insulin pump started counting down and reset everything. The customer's blood glucose was 205 mg/dl. Troubleshooting was done. Explained that the alarm was a program safety alarm. The customer stated that the alarm did not occur right after a battery change. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.